Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the celling plate is cracked, bending angle in up direction does not meet the standard value, bending angle in left direction does not meet the standard value, switch flexible printed circuit, plug unit, printed circuit board, scope connector cover, and the cable unit are all corroded, and the light guide lens is cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the steering wheels no longer work on the flex video scope. It is unknown when the reported issue was identified. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material found on the light guide lens, the air/water cylinder, the air/water tube, and the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.